Event description:
It was reported that during a coronary stent procedure, the delivery balloon would not inflate. The stent was successfully deployed with another balloon. The pt experienced a change in p wave and was put on a temporary pacemaker. Pt status is listed as "okay".